Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, coma and elevated ketones/diabetic ketoacidosis with blank display and missing segments/partial display. The customer was treated intravenous insulin infusion, intensive care unit with hospitalization (overnight stay). The event involved product(s) mmt-1886. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event. It was noticed that the battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No further patient complications were reported. The customer would discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. The pump was monitored for several days, no blank display and missing segments/partial display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/15/2023 to 02/23/2024, 11/24/2024 to 11/26/2024 and 02/03/2025 and 02/04/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the customer's event date on august 2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the customer's event date on august 2024 in the formatted history file. On the ss event date of 03-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 03-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 22750 (2.275 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 22750 (2.275 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the ss event date of 03-feb-2025. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no battery alarms/alerts noted in the ss event date of 03-feb-2025. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.85 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display and missing segments/partial display were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.